Event description:
Two certified nursing assistants were transferring resident from geri-chair to bed when "quick-release hook" connection between lift sling bar and lift strap allowed these parts to become disconnected allowing the resident to fall on leg of lift with sling bar resting on their chest. Pt was transferred to hospital and expired 2004. The coroner has determined pt received no broken bones and death was from natural causes.